Event description:
In the nicu, tpn was infusing at 6ml/hr. A new bag of 250mls was hung. Six hours later, the entire bag had infused. The patient had a critically high blood glucose of >700mg/dcl (726 actual result). Two doses of insulin were given at 0518 and 0734. The patient's blood glucose was monitored closely over the next 48 hours unit it returned to normal limits (77mg/dcl at 0420 on (B)(6) 2014). Although requested, no add'l patient/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for evaluation.